Manufacturer narrative:
Corrected data: d4 UDI number. One device was returned for evaluation. Visual inspection revealed the device in used condition. The event history log confirmed error 1210 occurred. Functional testing was able to replicate the reported issue; found customer improperly soldered the clock battery internal and damaged mpu board. The most probable cause was determined to be improperly soldering the clock battery internal by the customer. The mpu board was replaced. Service history review identified that there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a clock battery overdue (1542) and error 1210. The event occurred during testing, there was no patient involvement.